Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced skin irritation at sensor insertion site. Patient stated that at under sensor adhesion patch, patient experienced a rash, itching, and skin inflammation. Patient sought medical intervention on (B)(6) 2014 and was prescribed cortisone. Patient stated that the rash subsided within two weeks. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported being fine.